Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two reloads. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual examination of the reloads noted that each unit was partially fired. Staple pushers were visible at the 3cm cut lines indicating the point where the handle compression had stopped. During functional testing, each reload was loaded into a post market vigilance instrument. The interlocks were overridden and each reload was applied to test media, and found to function properly. All remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented each reload from cycling again. A review of the device history records indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the partial fire condition may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, after checking the installation successfully, the surgeon prepared to fire the third reload and found that the handle failed to advance. The surgeon replaced the reload and the handle failed to advance again. The surgeon confirmed the tissue was fine, after the third reload was placed on the handle, the handle was unable to move forward again. Then the physician replaced another handle to complete. No other adverse events were reported.